Event description:
It was reported that the "arterial end" of a prismaflex m150 set was broken and leaked during priming in the intensive care unit. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. Functional air leak testing (2 bar pressure) was performed, and a leak was observed at the level of the access screwed connector. The connector was not correctly fixed on the blood header port. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.